Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix stretched. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty "getting the lead down the superior vena cava (svc) and this was most likely due to fibrosis along the pathway." It was also reported that while trying to get down the svc the helix extended by itself, was elongated, and severely damaged during placement." A different lead was implanted and no patient complications have been reported as a result of this event.